Event description:
This is filed to report a leaflet tear. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and friable leaflets. During a mitraclip procedure with an xtw, the mitral valve was grasped and a leaflet tear was noted at the grasping site. The mr had worsened and the healthy part of the leaflet was grasped. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury (leaflet tear) appears to be related to challenging anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.